Event description:
It was reported that shaft break occurred. A 5.00 x 12mm synergy xd drug-eluting stent was opened; however, when removed from the plastic cover, the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 5.00 x 12mm; stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. The stent was securely crimped between the proximal and distal makerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual, microscopic and tactile examination of the hypotube found no kinks or damages. A visual and microscopic examination of the distal extrusion (inner and outer lumen and mid-shaft) found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. A 5.00 x 12mm synergy xd drug-eluting stent was opened; however, when removed from the plastic cover, the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported.